Event description:
Reporter stated that patient received the following results, with two different meters, within 1 minute: hi (result over 33.3 mmol/l) from the mobile and 7.2 mmol/l (aviva nano) no actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation, however, the suspect strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the aviva nano system. Device will not be returned